Event description:
It was reported that during an open lung resection of the right upper lobe, the surgeon squeezed the firing trigger once using a white cartridge and the knife blade pulled back and popped up. The surgeon was using 2 devices during the case and utilized 14 green and 4 white reloads. She was using peri strips with the green loads, she completed with a white and green reload and no peri strips to complete the case using the same devices. The pt had a pulmonary artery embolism and the surgeon felt to continue the surgery was at no risk to the pt. There was no adverse pt consequence reported. All reloads and the 2 devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.